Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 15-aug-2024 that the patient observed infusion set cannula was kinked in 3 or more hours after insertion which results into high blood glucose level of 445mg/dl. The customer addressed the high blood glucose by correction injection via mdi. The insertion site was at abdomen. Duration of infusion set used was not more than 72 hours. The patient regularly rotated the site location. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.